Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of medication for non-malignant pain. The pt experienced increased pain. The hcp noted a discrepancy between expected and actual reservoir volume. The hcp performed a dye study, which was normal. The pt underwent explantation of the pump and catheter in 2000, as well as implantation of another synchromed pump and catheter. The pt's condition is improved